Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (hcp) via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient messaged their physician via the mychart that they had an issue with an MRI. The rep called the patient at the request of the office and the patient told the rep the details, that roughly 3 weeks ago the patient had a scheduled MRI. Shortly after the MRI started the patient said they felt a pain in their back. They notified the staff and they promptly removed the patient from the MRI. The patient informed the rep that their heightened sensitivity may be due to the fact that they were being diagnosed with ehrler¿s danlos syndrome and that their symptoms sound like a side effect of this disorder. The patient said that the MRI technician turned their device off and the patient thinks it was in MRI mode. The rep and patient went through together the steps to turn the device to MRI mode and to ensure it is in MRI mode. The rep re-educated the patient on turning their system to MRI mode and also gave the patient the number to patient services should they need to speak to someone from the manufacturer. If the patient had an MRI scheduled again. The issue was resolved at the time of the report.